Manufacturer narrative:
Photos were provided in the file for review. Several slit lamp photos (5 total: 4 direct light, 1 retro-illumination) were submitted. 3 direct lighting images were blurry and 1 was clearer, 1.5-2mm conical beam focused at the center of the iol at approximately 50 degree angle. The image was focused on the anterior surface but resolution was slightly blurry. Diffuse refractile particles located within the body of the iol was imaged. It is difficult to determine the etiology of these particles. These particles within the body of the iol are referred to as microvacuoles. The retro illumination image was very sharp and clear. Focus was on the iol and the diffraction gradients were easy to observe. The red reflex was very bright uniform and homogeneous. No microvacuoles or opacification were observed. No decrease in light transmission was noted and impact to the patient¿s visual function is not expected. Associated products used during this event are unknown. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. Only photos were available to review. No microvacuoles or opacification were observed. No decrease in light transmission was noted and impact to the patient¿s visual function is not expected. Gqca reached out to the surgeon to discuss the complaint files. A recap of the discussion included a glistening overview, a sub-surface nano-glistenings (ssng) overview, discussions of delta t testing, accelerated aging and impact, and imaging of the lenses. Gqca addressed the surgeon¿s concerns and provided supporting reference material regarding the issue of glistening's. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are two medical device reports associated with this patient. This report is 2 of 2. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following bilateral intraocular lens (iol) implant procedures, glistening was noted in the optic of the iols. Additional information has been requested. However, further information has not been received. There are two medical device reports associated with this patient. This report is associated with eye 2.